Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad" messages) has been confirmed. Upon investigation, the cable connecting ecgs c and d was pulled from the strain relief, breaking the cable connector j704 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and check therapy electrode messages.